Event description:
It was reported two-years post op a foreign adjustment gastric band, in 2009, the patient had pain around the injection port. The injection port was misplaced. The port was replaced in the periumbilical area. The patient has had five fills prior to the port movement. The patient is fine.

Manufacturer narrative:
Date sent: 11/11/2009: information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Device remains implanted.